Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of tampon remained inside - vagina [foreign body in reproductive tract]. Removed tampon, thinks a piece has remained inside [device breakage]. Case description: consumer contacted via e-mail and stated that his/her partner removed the tampon and thinks a piece has remained inside. No serious injury was reported.